Event description:
Per the clinic, the patient developed the infection at implant site and subsequently was treated with topical antibiotics (specific date and duration not reported). It is unknown if there are plans to reimplant the patient as of the date of this report.

Event description:
Per the clinic, the patient has developed an infection (location not reported). The device was subsequently explanted on (B)(6) 2026. Additional information has been requested but has not been made available as of the date of this report.